Manufacturer narrative:
The replaced air gas module that regulates the inspiratory air gas flow to the patient was returned for investigation. The reported pre-use checks tests failure was reproduced during tests in a reference ventilator. Alarms for high pressure and low oxygen concentration were generated during ventilation. The failures were caused by a defective delta pressure transducer on a printed-circuit board (pcb) inside the gas module. Microscopic inspection showed corrosion inside the pressure transducer. The delta pressure transducer is part of the flow measuring in the gas module and, its failure leads to inaccurate gas flow regulation. However, a previously received picture of the air gas modules' filter housing showed an extended amount of water inside it, which is the root cause for the delta pressure transducer's failure. According to the ventilators' user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. According to received information, the hospital has encountered a problem with the installed dryer that is connected to the hospitals' air compressor which has caused water to enter the air gas system. The hospital is currently using all servo-I ventilators with stand-alone compressors until the issue with the central compressors' dryer is solved.

Event description:
(B)(4).

Manufacturer narrative:
On site troubleshooting showed that water had damaged the air gas module which in turn caused the reported pre-use check failure. The air gas module was replaced and the reported ventilator was returned to service. According to received information the root cause to the reported issue about water entering the air supply system is a faulty drier on hospital's air compressor. According to the ventilator's user's manual, maximum levels of water (h2o less than 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The replaced air gas module was not requested for investigation since the root cause to the reported failure is known. However a picture of the filter housing was received and it showed extended amount of water inside the filter housing of the air gas module. The reported pre-use check failure is confirmed in received device logs. The logs show that the air gas module was not delivering air as it should. The air gas module regulates the inspiratory air gas flow to the patient and its failure leads to inaccurate gas flow regulation which will cause failures during pre-use check and alarms during ventilation.

Event description:
(B)(4).

Manufacturer narrative:
The reported ventilator has not been available for investigation yet. A supplemental MDR report will be sent when the investigation is completed.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).